Event description:
During service of product, a continuous cycle, no volume delivered, with audible and visual alarms was found, due to 1st stage gear being out of specification. Replaced 1st stage gear.